Event description:
It was reported that approximately 20 years post-implantation, the patient underwent a hip revision due to lysis. The stem and acetabular components were revised. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign ¿ australia. H6: suggest component code: mechanical (g04) - head. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Radiographs were provided. Review identified the following: not submitted for further review as images are undated which would make it difficult to correlate to the allegation and/or establish a timeline and not enhance the investigation. A definitive root cause cannot be determined. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.